Manufacturer narrative:
The ventilator was investigated on site and the o2 and air gas module were replaced and returned for investigation. Robustness testing of the received o2 and air gas module has reproduced the described customer issue. The received log file confirms the fluctuating o2 concentration, where both high and low oxygen concentration alarm were found. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The root cause has not been fully established, but our conclusion is that it was likely due to the nozzle unit, a maintenance part of the air and o2 gas module.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: 1916mcc1711.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the delivered o2 concentration was fluctuating. There was no patient harm. (B)(4).